Event description:
The user facility reported on 68 year old male with an impella it was reported that aortic (ao) pressures were significantly lower than art line pressures, which triggered low placement signal alarm, suction alarms with normal flows despite right ventricular failure, volume issues, and positioning. There were no signs of hemolysis with suction alarms. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information and noted the impella used to support the patient was explant with an outcome of expired. D6b explant date was updated (with d6a implant date repopulated). The clinical narrative was completed and captured to b5 with a change in reportability noted in h1 type of reportable event and updates to b1 adverse event/product problem and b2 outcomes attributed. Additionally, complaint coding was updated to better reflect the reported event based additional information received. As a result, h6 health effect-clinical/impact and medical device problem coding were updated accordingly.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 68 year old male patient who had been admitted in with acute decompensated chronic cardiomyopathy, presenting in scai stage d shock at pump insertion. Underlying medical history was not shared. The pump supported for over 42 days when the team withdrew care and patient expired. Prior to this decision the pump had placement signal low and suction alarms after over 35 days of support. The team did not explant the pump for these alarms that did occur well after the pump's indicated use, nor was any troubleshooting needed. During the lengthy support the pump functioned as expected, p-6 with 3.6l/min flow with d5w with sodium bicarbonate in the purge solution. The death is conservatively being reported on the impella 5.5 due to the inability to conclusively dissociated the pump from the patient outcome.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h5 (labeled for single use?), h8 (usage of device). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the low pump flow could not be determined. The cause of the placement signal issue could not be determined.